Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, cloudy effluent, weakness and abdominal pain. The cause was unknown. On the same day as onset of the event, the patient was hospitalized and started treatment with vancomycin (2g, one dose, intraperitoneally). On the next day, the patient started treatment with meropenem (1g, twice a day prescribed for fourteen days, intraperitoneally). At the time of this report, treatment with meropenem and hospitalization were ongoing. Pd therapy was ongoing and the patient was reported to have recovered from the event with an unspecified future discharge date. Additional information is not available.